Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm, which is off label usage of the device. The patient¿s mother stated the patient experienced in inaccuracies that lead to a hospital visit. She stated based on the cgm reading being low, she had the patient eat snacks and then the cgm value would go up and then drop within minutes. She checked the bg and it was stable even though the cgm value was dropping. The doctor had some concerns that her dexcom was not working properly as it read low when she was not actually low, so had the patient was admitted directly to the hospital without going to the emergency room (ER) or going by ambulance. The patient¿s mother called in the report from the hospital on (B)(6) 2019. She stated that she had inaccurate bg and cgm values for comparison from (B)(6) 2019 when the patient was at school but did not provide them. On (B)(6) 2019 the nurse did a fingerstick and got a bg of 216 or 279 mg/dl but the cgm showed the patient was going low and the reading was 77-79 mg/dl. She asked the patient if she felt any of her usual hypoglycemia symptoms and the patient said no. No hospital treatment information was provided. At the time of the call the patient reported ¿feeling bad¿ and tired. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.